Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. As a resolution, advised customer that the blower and unit filter needs to be replaced and recalibrate. The root cause was determined due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.

Manufacturer narrative:
Vyaire file identification: (B)(4). H10: the suspect device has not been returned for evaluation. Vyaire recommended to visually inspect the main electronics and test the unit with known good blower. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us had alarm 316 - blower failure during an engineer scheduled inspection. Furthermore, there was no patient associated with the event.